Event description:
Patient on a mechanical ventilator-viasys avea ventilator- set to deliver an fio2 of 100%, yet was only receiving 21% confirmed by the internal oxygen analyzer. The settings on the ventilator were confirmed, the display was confirmed and following removal of the device from the pt an extended self test was done which revealed that the oxygen sensor failed calibration. Dates of use: 2007, diagnosis or reason for use: surgical patient who received general anesthesia.